Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the first attempt to position the valve, a clear infold was visible within the valve stent. It was noted that the loading of the valve was unremarkable, and there was not crown overlapping noted. The infolded valve was recaptured and removed from the patient. The valve  and delivery catheter system (dcs) were replaced. The procedure was completed without any further issues. No adverse patient effects were reported. Additional information was received that the procedure was delayed as a result of the infold due to preparing a new valve. Per the physician, the patient's annular calcification was a contributing factor to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned loaded inside the capsule of the delivery system (dcs). The valve was removed from the dcs and forwarded to the santa ana return product analysis lab. The valve was received fully submerged in clear 0.2% glutaraldehyde solution in a heart valve return kit jar. The valve was received in a crimped state with the inflow aspect exhibiting an elliptical appearance. All leaflets were in a closed position with a minor gap at the point of coaptation. The leaflets were flexible. All leaflets exhibited signs of moderate creases and frame imprints. All commissures were intact. The tissue around the valve skirt appeared dry with signs of frame imprints. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded; however, appeared to maintain a compressed condition. It is possible the compressed state may be associated with the valve being in loaded inside the dcs for an extended period of time. There was no evidence of frame kinks or bends after warm saline submersion. Due to the return condition of the valve, a deployment simulation was not performed. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evprop34 (lot: 0011959842); product type: 0195-heart valves; implant date ; explant date product ID d-evprop34 (lot: 0011611211); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the first attempt to position the valve, a clear infold was visible within the valve stent. It was noted that the loading of the valve was unremarkable, and there was not crown overlapping noted. The infolded valve was recaptured and removed from the patient. The valve  and delivery catheter system (dcs) were replaced. The procedure was completed without any further issues. No adverse patient effects were reported.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.